Event description:
Stent could not be placed and it was elected to remove catheter with stent. Stent inadvertently dislodged from the catheter on pull back and was lost within the pt's body. Pt returned the next day for successful stent deployment. Discharged in stable condition.